Event description:
It was reported that this lead was attempted implant. The physician noted that when trying to implant this lead, the signal obtained at the pacing site was not optimal even after various attempts. Subsequently, a new lead was successfully implanted. No additional patient adverse patient effects were reported. This lead will not be returned for analysis.